Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced vitamin d deficiency ("vitamin d deficiency") and arthralgia ("joint pain") and was found to have hormone level abnormal ("imbalanced hormone levels"). The patient was treated with surgery (for essure removal). Essure was removed in 2013. At the time of the report, the medical device removal, vitamin d deficiency and hormone level abnormal outcome was unknown and the arthralgia had not resolved. The reporter considered arthralgia, hormone level abnormal, medical device removal and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, vitamin d deficiency, hormone level abnormal and arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced vitamin d deficiency ("vitamin d deficiency") and arthralgia ("joint pain") and was found to have hormone level abnormal ("imbalanced hormone levels"). The patient was treated with surgery (for essure removal). Essure was removed in 2013. At the time of the report, the medical device removal, vitamin d deficiency and hormone level abnormal outcome was unknown and the arthralgia had not resolved. The reporter considered arthralgia, hormone level abnormal, medical device removal and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, vitamin d deficiency, hormone level abnormal and arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.